Event description:
It was reported that the bd¿ sharps collector had no label on it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing label of sharps collector. According to the customer's report, it was found that there was no label affixed to the product."

Manufacturer narrative:
H6: investigation summary no photos or samples were received. According to the DHR review process, the result showed there were no issues reported as missing label during the manufacturing process for the lot number reported (2254933). Based on this investigation, there was no evidence received showing the lack of label reported, however, within the issue description it¿s mentioned that there was no label affixed to the product, also, with the lot number provided (2254933) we were able to confirm this product was manufactured by flex on september, 2022. With this information, we can identify this issue as a failure mode related to the manufacturing process. Root cause reprocessing of material not followed properly. Omission error within the visual inspection. Based on this investigation, it was determined that this failure mode is related to the manufacturing process since the lack of label would be an omission error during reprocessing material at the time to detect damaged label through the conveyor.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector had no label on it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing label of sharps collector. According to the customer's report, it was found that there was no label affixed to the product."